Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (control processor). Walked through turning the arctic sun device off/on. Drained pads when they got a reservoir empty alarm. Difficulty getting good flow rate (fr) upon starting therapy. Disconnected and reconnected pads, straightened tubing, inlet pressure (ip) was -7psi, flow rate (fr) varying from 0.7lpm-1.2lpm. Explained relationship between heater capacity and flow rate (fr). If they get low flow alerts or patient temperature is too cold more in-depth troubleshooting will need to be performed. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (control processor). Walked through turning the arctic sun device off/on. Drained pads when they got a reservoir empty alarm. Difficulty getting good flow rate (fr) upon starting therapy. Disconnected and reconnected pads, straightened tubing, inlet pressure (ip) was -7psi, flow rate (fr) varying from 0.7lpm-1.2lpm. Explained relationship between heater capacity and flow rate (fr). If they get low flow alerts or patient temperature is too cold more in-depth troubleshooting will need to be performed. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c.